Event description:
Caller reported blood glucose results of 61 mg/dl on nano system 1, 112 mg/dl on nano system 2 within 10 minutes. The customer stated she was dizzy and shaky when she got the 61 reading on nano system 1. She was able to self-treat by eating a piece of candy prior to taking the 2nd reading on nano system 2 about a minute after she took the first reading. She started feeling better about 10 minutes later. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).